Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2009.

Event description:
It was reported that the patient had longer and shorter episodes of t-wave oversensing (twos) occurring post ventricular sense on the right ventricular (rv) lead. The twos was not able to be reproduced/observed while the patient was in the clinic. It was noted that the patient also had frequent premature ventricular contractions and that their r-waves were chronically below the normal range. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.